Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on balloon and stent damage occurred. The 99% stenosed lesion being treated was located in the calcified, severely tortuous mid right coronary artery (rca). The lesion was predilated with a 2.5x20 mm non-boston scientific balloon. The physician attempted to place the 2.75x32 mm taxus express2 drug eluting stent, but the distal tip of the stent delivery system (sds) caught on proximal rca. The physician had a 'feeling' that the stent moved on the balloon when pulling the sds back into the guiding catheter, so the physician retrieved the sds and the guiding catheter. Upon removal, the physician noted that the proximal edge of the stent was lifted up. The procedure was completed with 2.5x28 mm non-boston scientific stent. No pt complications were reported. Pt status reported as "good".